Event description:
A trilogy 100 ventilator was returned to the manufacturer for a maintenance request. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "12 volt failure" code was found in the ventilator's downloaded error log. No parts were replaced as the device is out of warranty and the device was returned to the customer who agreed to cover the cost.